Event description:
Infusion rn reports moog 6000 cms curling pump serial #(B)(4) expiration date 03/28/2019 pump is beeping down occlusion. No side effects from pump malfunction. The pt's mother knows not to throw away the pump. Pt's mother did not say if the manufacturer can contact her re pump malfunction. Dose or amount: 350 mg, frequency: every 2 weeks, route: IV. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: e74.02 pompe disease.